Event description:
Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Reported to vendor. Manufacturer response for remote cardiac monitoring platform, carelink remote monitoring platform (per site reporter).